Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2002. Subsequently, patient was revised on (B)(6) 2015 due to poly wear and osteolysis. The femoral stem, modular head, and liner were removed and replaced with a competitor stem and biomet head and liner.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2002. Subsequently, patient was revised on (B)(6) 2015 due to poly wear and osteolysis. The femoral stem, modular head, and liner were removed and replaced with a competitor stem and biomet head and liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." "Wear and/or deformation of articulating surfaces."